Event description:
It was reported that the xience v stent was implanted in the mid circumflex artery slightly overlapping a non-abbott stent at the same lesion site. A couple other non-abbott stents were implanted nearby in the circumflex artery using the same kissing balloon technique. Vessel and lesion site were characterized as being moderately tortuous, mildly calcified, de novo and eccentric. Good timi flow was achieved and no other symptoms were observed during the procedure prior to discharge on (B)(6), 2010. On (B)(6), 2010 the patient returned to the hospital complaining about chest pains and so angiography was performed which confirmed thrombosis distal to the ostium in the circumflex artery where the non-abbott stent was placed. Balloon angioplasty was performed and the blood flow improved to timi 3. On (B)(6), 2010, percutaneous coronary intervention was performed in the left anterior descending artery and a non-abbott stent was deployed. On (B)(6), 2010 the patient was re-admitted to the hospital complaining about fever and red spots. Treatment was therefore administered prior to deterioration of the patients health and complications such as liver malfunction and pneumonia caused by plavix. The patient then expired on (B)(6), 2010 due to blood poisoning. The physician commented that the cause of the thrombosis may have been due to the anti-platelets not taking effect. Autopsy confirmed thrombosis was not observed inside of the xience v stent. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death is listed in the product instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.